Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. A new cartridge was loaded to resolve the issues. It was also reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg.